Event description:
It was reported an asymptomatic patient presented in the clinic for routine follow-up. Upon interrogation of the patient¿s pacemaker, it was reported the device exhibited low sensing and registered events of interference. The patient is not pacemaker dependent, and the device remained implanted. No intervention was reported; no further information was available.

Manufacturer narrative:
(B)(4).